Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemoroidopexy procedure, after doing all the steps necessary in the procedure. After closing the machine, waited 1m and then fired the stapler, plastic to plastic, the device did not act as always. It did not staple correctly. Surgery was prolonged 15 minutes. A second stapler was used (not a medical intervention). Patient is in good condition.